Event description:
It was reported to boston scientific corporation that during a follow-up appointment (date unknown) following a cystocele/anterior pelvic floor repair procedure on (B) (6) 2009, using a pinnacle anterior/apical pfr kit, the patient presented with about 1 to 1.5 centimeters of mesh erosion at the suture line. The physician opined that the patient did not use the prescribed estrogen cream pre- and post-operatively. The physician advised the patient to use her estrogen cream as originally prescribed and does not plan on taking any further action since the patient is reportedly ¿doing fine.¿

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.